Event description:
Customer reported a motor error alarm. The customer also stated they had woken up feeling sick when they discovered the motor error alarm. Customer's blood glucose was 600 mg/dl. Customer had treated their blood glucose with injections. The customer could not recall any significant events leading to the alarm. It was also found the customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The motor was tested outside of the device and it passed. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed n(B)(4) site per variance 5.